Event description:
The customer reported to olympus that, the uretero-reno videoscope, may have mineral oil throughout the unit. The issue was found during reprocessing. The procedure was unknown. There were no reports of patient harm. Related record c23570417 captures the endoscope reprocessor.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause of the reported mineral oil on the entire scope issue could not be determined, as the device was not returned to olympus for evaluation and no additional device reprocessing information was reported or available. The issue may be detected/prevented by following the instructions for use sections below: urf-v3 operation manual chapter 3 preparation and inspection. Urf-v3 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.